Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("essure removal request from a patient for suspected allergy") and migraine ("serious migraines") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. In 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), rash ("skin rash after essure insertion") and dermatitis contact ("allergy to a labial piercing"). The patient was treated with surgery (hysterectomy and adnexectomy are scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the allergy to metals, migraine, rash and dermatitis contact outcome was unknown. The reporter provided no causality assessment for allergy to metals, dermatitis contact, migraine and rash with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 18-apr-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 246 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-apr-2017: quality safety evaluation received. Company causality comment: a physician reported an essure (fallopian tube occlusion insert) removal request from a patient for suspected allergy. Hysterectomy and adnexectomy were scheduled. Serious migraines leading to hospitalization was also reported. Suspected allergy is an anticipated event in the reference safety information for essure, serious migraines is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, the patient had a skin rash after essure insertion and suspected allergy; therefore, a causal relationship with essure cannot be excluded. Considering the pathophysiology of serious migraines and the local effect of essure in the fallopian tubes, causality was excluded. This case was regarded as incident since device removal is planned. According to product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempts, no further information could be obtained.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of suspected allergy to metals ("essure removal request from a patient for suspected allergy") and migraine ("serious migraines") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. In 2012, the patient started essure. On an unknown date, the patient experienced suspicion of allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), migraine (seriousness criterion hospitalization), rash ("skin rash after essure insertion") and dermatitis contact ("allergy to a labial piercing"). Hysterectomy and adnexectomy are scheduled for (B)(6) 2017. Essure treatment was not changed. At the time of the report, the allergy to metals, migraine, rash and dermatitis contact outcome was unknown. The reporter provided no causality assessment for allergy to metals, migraine, rash and dermatitis contact with essure. Company causality comment: a physician reported an essure (fallopian tube occlusion insert) removal request from a patient for suspected allergy. Hysterectomy and adnexectomy were scheduled. Serious migraines leading to hospitalization was also reported. Suspected allergy is an anticipated event in the reference safety information for essure, serious migraines is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, the patient had a skin rash after essure insertion and suspected allergy; therefore, a causal relationship with essure cannot be excluded. Considering the pathophysiology of serious migraines and the local effect of essure in the fallopian tubes, causality was excluded. This case was regarded as incident since device removal is planned. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("essure removal request from a patient for suspected allergy") and migraine ("serious migraines") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia in 2011, depressive disorder and migraine (migraines since she was (B)(6)). No known allergy at the time of the history-taking for pre-operative visit. Menopause 6 months after essure placement. Concurrent conditions included menopause. In 2012, the patient experienced rash ("skin rash after essure insertion"), myalgia ("muscular pain") and feeling abnormal ("uneasiness"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization) and dermatitis contact ("allergy to a labial piercing"). The patient was treated with surgery (total hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, migraine, rash, dermatitis contact, myalgia and feeling abnormal outcome was unknown. The reporter considered allergy to metals, dermatitis contact, feeling abnormal, myalgia and rash to be related to essure. The reporter provided no causality assessment for migraine with essure. The reporter commented: essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery (hysterectomy on patient's request) diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2014: nickel was not tested . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician answered to fu request, added history (depressive syndrome, migraines since (B)(6)), the physician had no knowledge of the event "allergy to a labial piercing" but there was no known allergy at the time of the history-taking for pre-operative visit. Allergy test in 2014: nickel not tested. Staphylococcus presence test (result not reported). New events: "muscular pain, uneasiness". All events started in 2012. Concomitant "menopause 6 months after essure placement" was added. Essure was removed via total hysterectomy (on patient's request). Physician considered that essure caused or contributed to the events (skin rash, muscle pain, uneasiness). Company causality comment a physician reported an essure (fallopian tube occlusion insert) removal request from a patient for suspected allergy. A total hysterectomy was performed. Serious migraines leading to hospitalization was also reported. Suspected allergy is an anticipated event in the reference safety information for essure, serious migraines is unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, the patient had a skin rash after essure insertion and suspected allergy; therefore, a causal relationship with essure cannot be excluded. Considering the pathophysiology of serious migraines and the local effect of essure in the fallopian tubes, causality was excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. According to product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempts, no further information could be obtained.